Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings: the pump failed a leak test at the battery compartment. No moisture was found inside the battery compartmnet or inside the pump. The battery compartmnet was found to be cracked.